Event description:
It was reported that the patient was admitted to the hospital for ¿uncontrolled pain¿ and the patient had a fall the week prior to the report. The doctor was unfamiliar with the pump and inquired into providing the patient with other medications. The doctor was to discuss with the managing physician. Patient outcome was unavailable at the time of the report. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).